Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels which resulted in seizure. Customer was taken to the emergency room (ER) where bg was treated intravenously with fluids of saline. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Tandem technical support reviewed pump data logs and found that the pump performed as intended.